Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. The patient was not hospitalized for the event. The patient underwent a surgical procedure to repair the hernia. On an unknown date, apd therapy was discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the patient is recovering. The patient is expected to return to apd therapy in ¿another week or so¿. No additional information is available.